Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date by a different facility. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
A review of synthes device history records for manufacturing revealed no complaint related issues. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional information: a review of the device history records has been requested.

Event description:
On an unknown date, the patient was implanted with an open segmental tibia fx. On an unknown date, it was discovered that revision was needed due to reported breakage of the hardware and a non-union. A reamed canal procedure was performed, and a new tibia rod and screws were implanted. This is report 1 of 1 for complaint (B)(4).